Event description:
It was reported that the patient experienced a cardiac arrest. It was also reported that the right ventricular (rv) lead exhibited possible loss of capture and undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.